Event description:
The manufacturer received information alleging a ventilator would displaying a high temperature alarm. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outlet flow path thermistor was replaced to address the issue.